Event description:
It was reported that control-iq was not adjusting insulin delivery as expected. The customer's blood glucose level dropped to 48 mg/dl. To address the low blood sugar, the customer drank a mini coke with assistance from their husband, who also provided crackers. There was no loss of consciousness or injury. Despite the issues with control-iq, insulin delivery was not suspended, and the customer was informed that control-iq would remain inactive until cgm readings resumed, which they understood and acknowledged as intended functionality.